Event description:
It was reported via phone call, that the customer received a compromised force sensor system alarm. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed a33 during the prime/a33 test due to faulty force sensor resistor. Unable to perform basic occlusion, occlusion and excessive no delivery test due to a33 alarm. The insulin pump has cracked reservoir tube lip and cracked battery tube threads.